Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 399930, lot# v008985, implanted: (B)(6) 2006, product type: lead. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).

Event description:
It was reported that the "left side quit 6 months ago." The end of service/end of life (eos/eol) message was reported. The "right side still works" but when the patient charges it, it shows an "eos or something like that." The patient first saw the eos screen about a month ago. Never having therapeutic effect and loss of therapeutic effect was reported. It really never helped the patient since it was implanted. The patient has a sciatic nerve problem and the patient didn't know if the wires were touching the nerve or not. The patient's unit has expired and the left side needs to be taken out. It was further stated that the patient can't get an MRI done so they want it taken out so they can have an MRI. The patient needed help finding a healthcare provider (hcp). Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.